Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 2.8 failed and required maintenance. The customer stated that one of the pockets in the mini drawer were failed. A field service engineer checked for failures remotely, found no failures were present and notified customers regarding the same. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es ¿fail storage states ¿ requires maintenance for drawer¿ message was displayed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.